Manufacturer narrative:
Conclusion: since the valve has been implanted for almost 10 years, it¿s unlikely that the stenosis / high gradient are due to any potential manufacturing issue. From the limited information received the valve remained implanted. Without the return of the valve for analysis, a root cause of the stenosis / high gradient cannot be determined. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that nine years, eight months post implant of this bioprosthetic valve, this patient was submitted as a candidate for a transcatheter valve-in-valve replacement of this device. Two months later, the device was replaced valve-in-valve with a medtronic transcatheter valve due to increased gradients of over 40 mm along with aortic stenosis. No other adverse patient effects were reported.